Manufacturer narrative:
The event took place outside of the united states (in france) and was associated with a product that is also cleared for the market within the united states.

Event description:
Revision surgery due to a cuff tear occurred (B)(6) 2019. Cemented humeral stem and centered head were removed and replaced by cemented humeral stem, glenoid baseplate, glenosphere and humeral cup. Primary surgery occurred in 2018 (exact date unavailable).